Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 115 mg/dl and the sensor reading was not known. The patient was unable to troubleshoot. No further information was provided.